Event description:
Spontaneous contact from (B)(6) rph at (B)(6) hospital. Per (B)(6), patient is in the emergency department due to pump malfunction. Pump is showing "high pressure" error on both pumps. Serial numbers of pumps not provided. Not reported if pt admitted to hospital from emergency department. Unknown if pumps are available for return. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when error occurred is unknown. No further information, details, or dates available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual product available for investigation? Unk; did we [MFR] replace the product? No; did the pt have a backup product they were able to switch to? No; was the pt able to successfully continue their therapy? Unk; if no, what was the pt instructed to do in order to continue their therapy? Unk as we did not speak with pt. Is the therapy life sustaining? Yes. What is the outcome of the event? Ongoing. Reported to cvs/caremark by health professional. Ref report: mw5118905.